Manufacturer narrative:
The reported "head error" occurred during system check by the biomed (authorized person in the hospital). The affected rotaflow drive was investigated in the service repair center. According to the communication grid dated on 2020-10-15 the rotaflow drive is not exhibiting any problems. The unit was cleaned have been running since yesterday without a single failure. No parts replaced. The failure could not be confirmed. The following possible cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. Connection issues between the rota flow console and the drive can lead to a head error, for example defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, instructions for use / 4.2 / en / 13, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The reported failure "head error" occurred during system check by the biomed (authorized person in the hospital) and could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that a ¿head error¿ on the rotaflow drive occurred during system check by the biomed (authorized person in the hospital). No patient was involved. No indication of actual or potential for harm or death. Complaint ID: (B)(4).